Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the pump shutting down. There was no impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the power source alert was cleared, and insulin delivery was resumed successfully.